Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - an alert via hm showed that impedances had decreased and thresholds had increased. The patient was brought in for a followup. The lead was capped on (B)(6) 2018.